Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section b5 - event description updated to include additional details. Section d7 - modified to no.

Event description:
A low readings issue was reported with use of the adc device. Customer received unspecified low sensor scan results that were lower than they felt and self-treated (unspecified) based on the readings. Customer subsequently experienced unspecified symptoms of hyperglycemia, a seizure, and loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained a laboratory blood glucose result of 22 mmol/l and administered unspecified treatment of "IV injection" for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. Customer received unspecified low readings compared to readings obtained from laboratory results and experienced a loss of consciousness and seizure. Customer was unable to self-treat and had contact with a healthcare professional who administered treatment of "IV injection" for a diagnosis of hyperglycemia. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.